Event description:
Technician alleged the brake and steer were locking, but noticed the stem of brake and steer casters were turning. He replaced both brake and steer casters. He also found the rubber on wheels and casters were old and worn out, so he replaced the wheels to resolve.